Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. No product is available to be returned.

Event description:
The caller reported that the patient was hospitalized while wearing the infusion set. The reporter stated that there was no visible defect of the infusion set, but reported that when the patient uses the teflon cannula they experience elevated blood glucose levels which leads to diabetic ketoacidosis. On (B)(6) 2019 the patient was driven to they hospital by a colleague. The blood glucose results obtained at the hospital were not provided. The patient was diagnosed with diabetic ketoacidosis and was treated with a drip containing insulin, potassium, and glucose. The patient was hospitalized for 24 hours.